Event description:
The cusotmer reported the cardiac unit displayed an iris pot error at boot-up. No pt injury was reported.

Manufacturer narrative:
The service rep repaired the unit. The system operates as intended.